Event description:
It was reported that the pace/sense portion of lead was capped due to low impedance measurements and oversensing. The patient alert on the ICD went off because the short interval counter was significantly elevated, and the device had multiple non-sustained ventricular tachycardia episodes with cycle lengths less than 200ms. The high voltage portion of the lead checked out fine, with normal impedance measurements. No patient complications have been reported as a result of this event.